Event description:
It was reported that the patient experiencing excruciating pain and distress in the left chest wall pocket was taken to the hospital. It was discovered that the patient had developed a large hematoma. The patient underwent pocket revision and drainage of hematoma on (B)(6) 2013. The patient presented in clinic for follow-up on (B)(6) 2013 and was in stable condition.